Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device has been disabled. The remote service engineer (rse) conducted a remote evaluation of the device and found it to be disabled. The rse then instructed the customer on how to perform an operational check. Following the operational check, the device resumed normal function. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not found. The rse instructed the customer to perform a operational check. Following the operational check, the device resumed normal function. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.